Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there has been one other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right hip due to the femoral head disassociating from the accolade stem due to trunnion wear.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip due to the femoral head disassociating from the accolade stem due to trunnion wear.